Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and a severely scratched display window.

Event description:
It was reported that the customer had scratches covering the entire screen. Customer was advised to start using a cover/case for the pump to prevent it from getting scratches. Customer's blood glucose level was 160 mg/dl. Customer received a replacement pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.